Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Contact reported there is difficulty interacting with the 1,2,3 sequence on the touchscreen. The pump is not functional. Troubleshooting with tandem technical support was performed. The customer's blood glucose was not impacted. The customer reported that an alternate pump will be used for insulin therapy.